Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported damage (physical or cosmetic) on the insulin pump. The customer reported hyperglycemia with blood glucose value of 700 mg/dl and treated with hospitalization: overnight stay. Troubleshooting was performed and found that the pump was used within 48 hours of the event. The auto-mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. Product return was requested for mmt-1880 and customer response was the device will be returned.

Manufacturer narrative:
The customer was hospitalized for alleged high bgs/ketoacidosis and cosmetic damage located at the back of the pump found on 20-jan-2023. On svn (B)(4) the customer reported alleged battery cap damage (metal contact missing) on 30-aug-2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. The pump was received with cracked battery tube threads, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, missing serial number label, pillowing keypad overlay, keypad overlay texture damage, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. Please see the boluses listed on the event date 20-jan-2023 in the pump history file for the primary svn (B)(4). 01/20/2023 02:40:39.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 96000 (9.6 u), bolusamountdelivered: 96000 (9.6 u). 01/20/2023 08:16:45.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 96000 (9.6 u), bolusamountdelivered: 96000 (9.6 u). 01/20/2023 14:33:09.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 57000 (5.7 u), bolusamountdelivered: 57000 (5.7 u). 01/20/2023 22:22:29.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 76000 (7.6 u), bolusamountdelivered: 76000 (7.6 u). Please see below for the daily total of all insulin delivered on the 20-jan-2023 for primary svn (B)(4). 01/21/2023 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: 01/20/2023 00:00:00.000, dailytotalofallinsulindelivered: 502250 (50.225 u), dailytotalofbasalinsulindelivered: 177250 (17.725 u), dailytotalofbolusinsulindelivered: 325000 (32.5 u). There were no autosuspend (12) alarm noted in the pump history file for the primary svn (B)(4). Please see below for the usersuspended (2) alarm on the event date 20-jan-2023 in the pump history file for the primary svn (B)(4). 01/20/2023 17:24:10.000 insulindeliverystopped (30), reasonfoinsulindeliverysuspension: usersuspended (2). There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 20-jan-2023 in the pump history file for primary svn (B)(4). The pump passed the functional testing. Unable to confirm alleged high bgs/ketoacidosis. Cosmetic damage was confirmed at the back of the pump. Battery cap broken/cracked/damaged unknown. Battery cap contact missing/damaged unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.